Manufacturer narrative:
The delivery device was disposed and the stent remained in the patient. Therefore, no analysis could be performed. The manufacturing records for top assembly batch 7072612 have been reviewed and no issues or discrepancies were found. This records reviews confirms that the device met all material, assembly, and performance specifications. The cause of the difficulties experienced during the procedure could not be determined.

Event description:
Clinical trial. Same case as MFR#6000089-2006-01667. It was reported that on day 249, the patient expired. The index procedure treated a de novo 15 mm long lesion in the mid left anterior descending (lad) artery with 95% stenosis and a 2.5 mm diameter. Target lesion 1 was treated with predilatation after which a large dissection and closure of the vessel was noted. The lesion was treated with placement of a 2.5 x 24 mm and a 2.5 x 16 mm taxus express2 drug eluting stents. There was no reflow beyond the stents and no obvious dissection was noted. An intraaortic balloon pump was placed secondary to no reflow. There was 25% residual stenosis. Remaining lesions were not pursued due to complexity of the lad lesions. One day later, the patient was ruled in for an anterior q-wave myocardial infarction and cardiac enzymes met guideline criteria for an mi. No intervention was pursued, and the patient managed with standard medical therapy. The patient was discharged four days later on aspirin and plavix. During the 1 year follow up, the site learned from the patient's son that the patient had expired at home on day 249. Death certificate notes the immediate cause of death as coronary artery disease with an underlying cause of hypertension. The son stated that the patient had needed an ICD for arrhythmia but refused. No autopsy was performed and no further information is expected. In the opinion of the physician, there is an unknown relationship of death to the target vessel.